Manufacturer narrative:
Concomitant medical products: green alcohol cap (2 ea) on tubing received, manufacturer 3m, unknown model and lot number; pri tubing. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at 11:15 am, a new bag of heparin was hung at the previous rate of 6.1 ml/hr (610 units/hr) with a vtbi of 225 ml. The patient¿s ptt results were >212. The heparin infusion was stopped and a repeat ptt level was performed with the results >212. One unit of ffp was given. At the completion of the ffp infusion, the rn noticed that the bag of heparin was empty. There were no leaks noted. The device was taken out of service and tested by the facility biomed who noted that the flow rate was high (>12 ml after 45 seconds) and the flow never stopped until the bag was empty. The pump did seem to stop actively pumping after 90 seconds as expected based on sounds coming from the pump, but fluid continued to flow. There was no bleeding or long term patient harm reported.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that a new bag of heparin was started at 11:15 am on (B)(6) 2017 at 6.1 ml/hr with a vtbi of 225 ml, and that the bag was found empty prematurely, was not confirmed. Analysis of the pcu event log showed that a heparin infusion had initially been programmed on (B)(6) 2017. At 4:55 am on (B)(6) 2017 a new dose of 610 unit/hr (rate 6.1 ml/hr) was entered. The remaining vtbi was 126.787 ml. The infusion was interrupted at 6:15 am by the door and safety clamp being opened for 2 seconds. The infusion was restarted at 6:17 am with the remaining vtbi at 118.706 ml. The infusion continued until 2:12 pm when the module was turned off. The cause for the early termination could not be ascertained from the log analysis. The recorded total volume infused for the time period reviewed was 56.43 ml. Inspection of the module showed a broken upper platen hinge post with the broken piece missing. The platen assembly was over 10 years old. Rate accuracy testing found the device to still be infusing within specifications. No unregulated flow occurred when the door was closed or during the infusion. This can be attributed to the platen having maintained proper seating and alignment during the testing process. Prior investigations have confirmed that a broken upper platen hinge post can lead to periodic unregulated flow if the platen assembly has become misaligned. The proximate cause for the overinfusion is the broken upper platen hinge post. The cause of the breakage was not identified.